Event description:
Per the clinic, the patient expired on (B)(6) 2024, following having a hemorrhagic stroke on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.